Event description:
Alleged the left siderail is bent. The facility replaced the siderail to repair the bed.

Manufacturer narrative:
Analysis of the returned siderail found the siderail failed due to a broken weld.